Manufacturer narrative:
Follow-up #1: date of submission: 01/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/24/2015 with the following findings: investigators were unable to duplicate the original blank screen complaint; the pump was returned with a fully operable display. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.